Event description:
During a pt transport to another hosp per ambulance, the pump went into a low battery alert a "few minutes" into the transport and the pump stopped operating. The pump had been plugged in while in previous use. The infusion pump was being used for a nipride infusion at the time. The pt's b/p increased after the pump stopped and the pt received some treatment when arriving at the receiving hosp however, the type of treatment required was not reported and it is not known if it involved more than restarting the IV drip. The pt returned to pre-incident status.